Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the device manufacturer date for the reported serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that her nephew's adc blood glucose meter "shows the same reading, before and after eating" (reported as 0.01 mg/dl). As a result of this issue, the customer's blood glucose was not monitored, and on (B)(6) 2016 at 23:00 he experienced symptoms of "shaking, fever, and sweating", with a loss of consciousness. The customer was taken to a hospital on (B)(6) 2016 and diagnosed with hyperglycemia. He was admitted for 1 week, first to the intensive care unit for 72 hours, and then transferred to the "diabetologist department". The caller did not provide any treatment information, and stated that the customer is to return to the hospital in 1 month. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the neo meter was reviewed and the DHR showed the freestyle neo meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle neo meter. The confirmed complaints have been addressed per procedure and no further track and trend review was required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (caregiver) reported that her nephew's adc blood glucose meter ''shows the same reading, before and after eating'' (reported as 0.01 mg/dl). As a result of this issue, the customer's blood glucose was not monitored, and on (B)(6) 2016 at 23:00 he experienced symptoms of ''shaking, fever, and sweating'', with a loss of consciousness. The customer was taken to a hospital on (B)(6) 2016 and diagnosed with hyperglycemia. He was admitted for 1 week, first to the intensive care unit for 72 hours, and then transferred to the ''diabetologist department''. The caller did not provide any treatment information, and stated that the customer is to return to the hospital in 1 month. There was no report of death or permanent injury associated with this event.